Event description:
Additional information was received from a manufacturer representative (rep). It was reported that reported issue with intensity level not staying on the groups / programs has been resolved. This information was also confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was representative reported the controller will not connect to the implantable neurostimulator (ins) when the implantable neurostimulator (ins) is charged up and controller is charged since 2-3 months ago. Agent asked for device charge level, caller stated ins is 70% and controller 90% charged. A replacement controller was sent out. The issue was not resolved. Caller asked about intensity level not staying on the groups / programs and agent warm transfer caller to technical services (tss). On (B)(6) 2024 (B)(4) (rep): it was reported that rep indicated that she programmed group b, but the intensities were at 0 when the controller connected. Technical services(ts) had rep reconnect to the implant and set the intensity. Controller is now able to show settings for group b. Technical services (tss) not sure why the intensities were set to 0.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, lot#serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.